Event description:
It was reported patient underwent an anterior cruciate ligament procedure on (B)(6), 2012. During the procedure, the femoral aimer tip fractured. The tip was located and removed. The procedure was finished utilizing an e2 loc fixation.

Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Package insert states under: care and handling of instruments 1. General. Surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their exacting performance.